Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken npe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Catalog number, product name, etc: 320559. Occurred on: june 13, 2024, hypodermic needle injury: no, other handling: no, returned product: yes, 1 unit. Details and history of the event: user patient (B)(6) (the same patient also complained of a similar defect on (B)(6) 2024), the solution did not come out when injected. When the complaint was confirmed, the back needle was bent. (Photo included). Report: needed, replacement product: needed.